Manufacturer narrative:
Customer technical specialist assisted the customer with troubleshooting. Customer confirmed canister is wet at the bottom and canister is empty. Service was not dispatched. Customer primed all cc and hydro subsystems and checked canisters for outside wetness, and found no liquid on the floor. Customer to monitor and inform bci if problem continues. No further complaint on hydro leaking has been filed as of (B)(6) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a waste cannister leak. No injury was reported or occurred due to this event.